Event description:
It was reported that a regulating clamp was placed on a nitroglycerin set in the wrong direction. The reporter stated that the line was loaded into an unknown infusion pump and the infusion ran in the wrong direction for a short time. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed for 11d30v180. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection identified that the slide clamp was assembled in the wrong direction, confirming the reported condition. The cause was determined to be operator error during the assembly of the slide clamp. A CAPA was opened to address this issue after the manufacture of this lot. Updates to the manufacturing equipment were implemented and the operators were recertified as corrective actions. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.